Event description:
Port placed five days prior to start of ca treatments. The patient received 6 ca treatments over a one month period. The patient presented to the emergency department nine days after completion of chemotherapy with the onset of palpitations and was admitted due to uncontrolled atrial fibrillation. CT chest discovered that the port catheter fractured and a piece was in heart-right atrium.